Manufacturer narrative:
The instrument has been investigated. The field service engineer evaluated the instrument and found evidence that the pipet tips were hitting the bottom of the microwell plate and interferring with the dispensing of the sample/ reagent. The x-arm position above the secondary rack was adjusted, and the instrument was tested without further problem and returned to service.